Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user applied a dexcom g7 and could not see glucose values on the ilet despite readings appearing in the g7 app; support guided the user through warm-up expectations, sensor type toggling between g6 and g7, ilet restart, and cgm re-pairing with the 4-digit code, and later identified an incorrect sensor code entry that was corrected, after which readings were confirmed. Symptoms included hyperglycemia with a reported glucose of 295 mg/dl. Outcomes included no hospitalization and restoration of ilet glucose display after correcting the sensor code. Investigation included user interview, review of device settings, guided re-pairing steps, and confirmation of correct sensor code entry. Investigation of this case revealed that the cgm integration issue was attributable to user setup error involving selection of sensor type and incorrect sensor code entry, with the ilet hardware and software functioning as designed once the correct code was entered. It was concluded, based on previously established findings for similar reports, that the cause was user error during cgm pairing and configuration.